Event description:
Pt experienced a withdrawal. Pt was getting some medication but "not very much", drug delivered via the pump was dilaudid. Pt had missed a refill, was "very sick" and the pump was beeping. It was later reported that the catheter as "coming out of place"; dislodged. Pt was taken to the ER on (B)(6) 2011 and on (B)(6) 2011 four pain pills were given to the pt first; forty pain pills given second time in addition dilaudid injection. The pain medication helped reduce withdrawal symptoms. A pump explant was being considered; pt's family were seeking a healthcare provider (hcp). A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).